Manufacturer narrative:
Results: three samples were returned. One sample had an epoxy dripover. One sample had an epoxy splatter on the cannula. The third sample had what appears to be a loose bit of polypropylene in the blister. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6152798. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a possible root cause is epoxy dripover. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing/possible factors. A dirty sensor that doesn't shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Epoxy splatter: the rack of needles fell against another rack during assembly coming in contact with uncured epoxy. From the amount of epoxy on the needle. A misassembled needle with uncured epoxy came into contact with the needle in question during assembly. Loose polypropylene: this could have come from the assembly line, or the packaging line. The shields are made of polypropylene, and are the probable source. A formal CAPA has not been initiated. (B)(4).

Event description:
It was reported that epoxy like foreign matter was discovered on three 18 g x 1 1/2 in. Bd¿ blunt filter needles before use. There was no report of injury or medical intervention.